Event description:
It was reported that the ventilator had multiple reset (ln vent1) alarms while connected to a patient. The next time, the ventilator displayed hw fault and rom crc alarm conditions and the ventilator stopped.

Manufacturer narrative:
Na